Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked lower right front corner of top case and cracked right plunger case and bottom case. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced motor assembly, worm gear, lead screw and clutch halves to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump exhibited motor rate error. No patient was involved in this event. No adverse effects were reported.